Manufacturer narrative:
Insulin pump received with cracked case at display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked reservoir tube. No cracks on the lcd screen noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer that their insulin pump's display screen is cracked. Advised customer to discontinue use of device and revert to back up plan. Customer stated they did not recall any significant events that lead to the issue or if the device was exposed to moisture. Customer's blood glucose level was unknown at time of reporting. Nothing further reported.